Event description:
During baxter's device evaluation, it was found that a spectrum pump had a constant false downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarms were confirmed and reproduced during evaluation. Evaluation found high downstream sensor readings which caused the false downstream occlusion alarms. The device was reworked and recalibrated to correct this condition.